Event description:
The customer reported the generation of erroneously low patient results and quality control on their au5800 clinical chemistry analyzer. The customer did not specify the affected analytes. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed that the metal shield was missing from the reagent unit which was randomly affecting the level sense detection. The fse installed a metal shield in the reagent storage unit to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case (B)(4).